Event description:
It was reported that a suspected fracture occurred. High impedances were recorded on the patient's right ventricular (rv) lead. The lead was inactivated and replaced; no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).